Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was blank. This report is made based on the results of evaluation completed (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: the pump powered on successfully with audible tones and vibration but the display screen remained blank. When the pump was opened, the display screen was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).